Event description:
Approximately one week after implantation, the catheter separated from the port. Because of this, the port and catheter were removed and replaced. There were no patient complication.